Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the evis exera ii gastrointestinal videoscope failed the resi protein test after manual reprocessing. The scope was manually reprocessed and resi tested 3 times. After manually reprocessing and resi test for the 3rd time, scope was processed via reprocessor. After processing, scope was resi tested and passed. There was no patient involvement.

Manufacturer narrative:
Updated information was added to h2, h4, h6, and h11 this report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction could not be confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is no problem detected. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.